Event description:
Patient reported that they received seven shocks while using gas powered chain saw and seven additional shocks while using a vacuum cleaner. The implanted system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.